Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2007, the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2011, the patient was hospitalized. On an unreported date, the patient began remedial therapy with cefazoline (1gm, twice daily, route not reported) and gentamycin (40 mg, twice daily, route not reported). The cause of the peritonitis was not reported. At the time of this report, dianeal pd4 ultrabag therapy was ongoing. It was not reported whether the event of peritonitis had resolved. The consumer considered the event of peritonitis to be unrelated to dianeal pd4 ultrabag therapy.